Event description:
It was reported that during a da vinci s surgical procedure a fenestrated bipolar forceps instrument does not work well. Sometimes some movements are not working correctly. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The pitch up cable was broken at the distal clevis hub. The pitch motion was no longer intuitive due to the cable breakage. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.